Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)) and controller ((B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed twelve (12) motor start events, recorded on 25/apr/2020 at 04:08:30, on 27/may/2020 at 04:55:16, 11:31:19, and 18:34:53, on 03/jun/2020 at 06:11:19 and 23:56:54, on 20/nov/2020 at 02:37:46, on 23/nov/2020 at 04:19:40, on 03/jul/2021 at 14:11:10, on 26/nov/2023 at 04:38:13, on 16/may/2024 at 02:25:26, and on 07/jun/2024 at 20:11:59, in which the motor start parameters were atypical. Log file analysis also revealed a controller power-up event, with associated motor start event, logged on (B)(6) on 07/jun/2024 at 20:11:51, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 76% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 45% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 20 seconds. No anomal ies were recorded leading up to the loss of power. As a result, the reported event was confirmed. A possible root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2021 / serial or lot#: (B)(6). D9: no h3: no h4: mfg date: 30-nov-2019 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed a motor start event with parameters outside of the typical range. The controller also exhibited an unexpected loss of power. The ventricular assist device (vad) and controller remain in use. No patient complications have been reported as a result of this event.